Event description:
It was reported that the device had delivered a message of possible circuit damage. The device had not been checked in over a year. Twenty-four aborted charges were logged on the device. The initial therapy was triggered during an svt. All aborted shocks were also triggered during an svt. The device was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was confirmed to have a shorted high voltage output circuit. Stored electrograms showed device delivered therapy on (B)(6) 2011 and all subsequent therapy charges were aborted. The hv lead impedance check showed low impedance. Hence, lead damage was suspected as the cause for the reported event.